Manufacturer narrative:
Model number / catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5088980 / 5091888, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent an explant procedure. No further information could be obtained.